Event description:
On (B)(6) 2020 at 9:05am, patient registered in admission dept, and then sent to the imaging dept for her bilateral breast MRI w/wo contrast scan. Pt was given MRI screening questionnaire, breast imaging questionnaire and the consent for IV contrast material to complete. Creatinine lab values were reviewed and found to be within normal limits. Pt was interviewed by the MRI technologist and a review of her MRI questionnaire was completed with her prior to the scan. The technologist gave pt. Explanation of procedures. Pt was asked to change into a gown. Pt was prescribed diazepam 5mg by her physician to be taken prior to MRI. Radiology rn took pt's vital signs and then medication was administered at 09:30am. At 10:00am, pt reported feeling relaxed and ready for her MRI. Prior to entering the MRI scan room, the pt. Was scanned for any ferromagnetic objects with the metal detecting wand. Pt was then brought into scan room and further explanation of the procedure was given. The technologist then proceeded to have patient lay prone on the table with her breast suspended through the breast coil. Extra padding was added her right side due a large hernia the patient stated she had. Extra time was taken to ensure the patient was comfortable. Once patient was in position, the emergency ball was given to the patient and placed in her hand with instruction to squeeze the ball if she had any issues. The technologist informed the patient she would be able to speak to her during the scan and would be checking in with her periodically throughout the scan. Earplugs/hearing protection were provided to the patient. The table then was raised to the height of the magnet and the table cradle was advanced forward, moving the patient into the bore of the magnet. The patient had padding placed around her as she advanced into the magnet to ensure she did not touch the sides of the magnet. Scanning began shortly thereafter. The technologist prescribed the scan and then informed the patient they were about to begin and to expect knocking noises. The scan proceeded without issue. Upon completion of the scan, the technologist entered the room and began to move the table cradle out of the bore of the magnet. The patient had fallen asleep in the magnet and the movement of the cradle startled the patient. The table was lowered and the patient was assisted off the coil and down from the table. The patient never complained of any pain during or after the scan was completed. Pt was directed to dressing area to change back into her street clothes, after which, her vital signs were taken by the radiology rn and then she was discharged and escorted back to the front of the hospital, where her designated driver "(B)(6)" picked her up. On (B)(6) 2020, the mcl patient advocate received a call from dr (B)(6) regarding this patient, stating the patient claims to have been injured immediately after her MRI of the breast was completed. Dr (B)(6) states her patient said she was made very comfortable during the MRI procedure, but when it was over, something closed down on her. Dr (B)(6) states the patient said she screamed out because she said she could not breath and it hurt. Dr (B)(6) states her patient informed her that she was in so much pain that she went to (B)(6) hospital in (B)(6) where she had a CT of the chest w/o contrast performed on the night of (B)(6) 2020 at 22:00 (2 days later). The report revealed no findings and the pt. Was given pain medications and discharged. No plain film radiography was performed. The patient did contact the MRI tech(s) after the first of the year and they reviewed with patient that nothing "fell on her" as she describes, but when the table moved it startled/jolted her a bit as she was exiting the bore of scanner. The patient was sent for another CT of the chest on (B)(6) 2021 at 11:58am, and the report revealed fractures of the anterolateral right fourth, sixth, seventh, and eight ribs near the costo-chondral junctions. Similar fractures were identified in the left involving the fourth, fifth, sixth, seventh, and eighth ribs. Concluding, they appear sub-acute with an element of interval healing. An investigation of the claim was made along with an internal review and reenactment of the process/procedure was performed with the vp of quality, quality director, patient safety director, MRI technologist, imaging manager and avp of imaging. Additionally, images from (B)(6) 2020 and (B)(6) 2021 were reviewed by the radiology medical director who states the timeline is consistent based upon the interval healing present. Inquiries were made of the manufacturer of the MRI equipment as to whether they had ever had a pt. Have broken ribs after a breast MRI scan. We spoke with laura smith at ge medical systems MRI quality contact. Ms smith informed us that it is not common, but it is also not unheard of either. We gave the requested exam information regarding the exam to ge and they are going to review and discuss with their medical director. On (B)(6) 2021, (B)(6) from ge medical systems contacted me to ask further questions regarding this patient and to let us know that after speaking to her medical director, it was decided that they are considering this a serious injury and will file a report with the FDA.